Event description:
I had silicone breast implant put in 2008 and had capsulitis and contracture, non hodgkins lymphoma stage 4, 2014. Aflatoxin (mold) poisoning revealed 2014, thyroid issues, joint pain, enlarged lymph nodes, chronic herpes sores, bloating, severe headaches, I just realized that it could be my silicone breast implants, which are encapsulated, sore and possibly leaking. I am investigating removal.